Manufacturer narrative:
Age at time of event: 18 years or older. Event date: week of (B)(6) 2010. Implant date: (B)(6) 2009. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a carotid stenting treatment procedure, stent restenosis and stent migration occurred. Approximately 8 months after a carotid wallstent was implanted in the internal left carotid artery to common left carotid artery, the patient presented with high velocity. An angiogram was performed and it was determined the stent was approximately 80% restenosed. The stent appeared to be compressed, or constricted, on the distal end due to the restenosis, that area of the stent was slightly smaller in diameter. The stent also appeared to move 3 to 5mm proximally in relation to the heart. There were no complications during the index procedure, the physician was happy with the results. No treatment to the restenosed stent has been performed. No further patient complications were reported and the patient's status is fine.